Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer did not have the access to re-activate the users. A technical support specialist (tss) verified the server and identified that the lock inactive user duration value was always null, and no modification was made. Tss confirmed that the user 'satr' was confirmed active on pes and the last failed login on was resolved later that day. The lock inactive user duration was blank and had never been set, so it did not impact returning users. Tss also advised the customer to contact the information technology if the issue reoccurs, especially when the active status was grayed out and cannot be reactivated by an admin. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, users were listed as inactive in the server. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.